Event description:
After 19 months of implantation, this device was electively explanted as a result of the ela medical initiated "field action" for possible premature battery depletion concerning a limited number of alto and alto 2 devices.